Event description:
It was reported that the colonovideoscope screen got noised. The issue occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure not confirmed. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "noise on the screen" could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.